Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 3/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 2/29/2016 with the following findings: a review of the pump black box data showed that the battery voltage immediately following a battery change was low. Additionally, frequent low battery warnings were observed in the alarm history. The pump¿s electrical current draws were tested and were within specifications.